Manufacturer narrative:
Product was returned and evaluated, it was determined that the product had a crack in the base along the shaft.

Event description:
Customer reported that when filling the priming circuit with physiological saline solution, verified a cracking in surface of the product. (No contact with the patient).